Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure for a ureteral stone performed on (B)(6) 2021. During the procedure, the physician noticed that the laser fiber was not firing. The nurse checked the hub where the fiber screws into the generator and it was noted to be hot to touch. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.